Event description:
Material no. Unknown batch no. Unknown it was reported that during use of the unspecified pen needle the needle was partially blocked. The following information was provided by the initial reporter: verbatim: ¿ needle partially blocked.

Manufacturer narrative:
. Investigation: customer returned (1) used bd pen needle without a tear drop label attached. Consumer reported needle partially blocked. The returned sample was examined and tested for flow: it failed. Further examination under a microscope revealed a white material residue, likely insulin residue, was found on the tip of the patient end cannula (possible indication of re-use of the needle). No manufacturing defects were observed on the sample. Unable to perform DHR review due to unknown lot number for clog. Bd was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue: user error. The needle clog found during investigation was most likely caused by re-use: if the needles are re-used insulin residue could clog the cannula since these needles are one use only, and hence the potential root cause for this issue is user error. No evidence of manufacturing related issues were observed on the returned sample.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. Unknown batch no. Unknown it was reported that during use of the unspecified pen needle the needle was partially blocked. The following information was provided by the initial reporter: verbatim: needle partially blocked.